Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery cap couldn't attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: there were pump reboot events observed in the device's black box. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was no damage to the battery compartment. The battery cap threads were stripped. There was no damage to the power circuit.